Event description:
Reporter alleged that a patient received the results of 417 mg/dl and 179 mg/dl on inform system 1 back to back within 10 minutes. Reporter also alleged that within 10 minutes of the 179 mg/dl on inform system 1, the patient received another result of 87 on inform system 2. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated that the strips are no longer available, so no product will be returned for evaluation.

Event description:
It was reported that during an unknown procedure, the device would not fire. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 1. (B) (4)